Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. The pump was received with minor scratched lcd window, cracked keypad at select button, peeling serial number label, faded serial number label and cracked retainer.

Event description:
The customer reported via phone call that they experienced replace battery now alarm. The customer's blood glucose value was unknown. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the pump was not dropped. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.